Event description:
It was reported that at follow-up the lead exhibited high capture threshold and low impedance of about 100 ohms. The lead was explanted, after which insulation degradation was noted around the proximal end.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found a short circuit between the lead coils caused by damaged distal insulation. The proximal insulation was damaged at 2 cm from the distal end. The lead insulations and coils were damaged in the field.